Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump is cracked at the reservoir compartment and the octagon opening. Customer is not aware of how the damage occurred. Blood glucose value was 75 mg/dl. The customer also mentioned experiencing sensor reading discrepancies where the sensor was reading between 60 and 70 mg/dl and blood glucose was at 400 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-19392.